Manufacturer narrative:
An event of heart failure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. On an unknown date, the patient was reported with severe heart failure. On (B)(6) 2019, a tavr procedure was completed and a 23mm portico valve (serial number: (B)(4)) was implanted. The patient is reported stable.